Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing hydromorphone for non-malignant pain. It was reported that the patient stated the 'pump has gone whack'. Patient stated they got refilled on the 5th and they changed the medication and 'it worked' the 5th-7th. Yesterday, they went to take a bolus at 11, 1, 4, and 7. For the 4 o'clock bolus, it went to 90% as it 'always does' and it said communicating with pump and it sat at 90% for like a minute and a half and then it went back to the 'main screen' and it did not say bolus was being delivered. When patient went to the reports, it didn't show any bolus had been delivered. However, it said 1 bolus left. So yesterday, they got 3 boluses instead of 4. The 'report' showed they had 3 instead of 4 boluses. Today, the same thing happened with the 1 o'clock bolus. They put it over the pump, and it went from 90% very quickly to nothing after 2-3 minutes. Patient confirmed they tapped deliver bolus. Agent reviewed the lag issue was more than likely causing the problems. Agent walked patient through clearing all reports and connecting to the pump. Patient was able to successfully connect and see that they had 2 boluses left even though patient stated they 'only had 1 today'. Patient also saw an application restarting due to error message but, patient clicked out of it. Patient stated every time they have a problem, the healthcare provider (hcp) wants them to send the reports. Patient stated the boluses were supposed to help them get off oral medication. Patient stated that a company representative technical guy said there was 'no data being held on the pump'. Patient was redirected to hcp to further address reviewing pump logs.